Manufacturer narrative:
(B) (4).

Event description:
It was reported that there was no stimulation sensation; there were no known falls, trauma or accidents associated with this event. Troubleshooting revealed high impedances; the battery and extensions were replaced. The patient is reported to be doing well; stimulation is being felt on both sides where it is needed. A follow-up report will be sent when additional information becomes available.